Event description:
As reported by the edwards field clinical specialist, after successful implant of a 26mm sap jen 3 ultra valve in the aortic position, an attempt was made to close with the two perclose devices utilized prior to edwards esheath insertion and the two initial perclose devices did not provide hemostasis. Two additional perclose devices were utilized with unsuccessful hemostasis. A pta with a 7x4cm balloon was used to achieve hemostasis. The patient was transferred in stable condition for post management care. There was no allegation of any edwards device that caused the event. Reference number: case no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).